Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx abdominal aortic aneurysm stent to treat an aneurysm. Approximately five (5) years post initial procedure, the patient was presented with a type 3b endoleak and slight sac enlargement. The physician performed a re-intervention with an ovation device. There have been no additional patient sequelae reported. As of the date of this report the patient status post-procedure was stable.